Event description:
It was reported that on (B)(6) 2013, they were not able to aspirate much fluid from the catheter access port (cap), so they were going to try again on the day of this report. If they were not successful, they were going to do a spinal catheter revision and possibly cut the portion in the back to confirm patency. The device system was used to deliver baclofen. On the same day, it was reported that the patient was loose and then tight and then presented to the emergency room (ER). A week prior to the report, the patient was getting tight, and then did nothing and the patient ¿started to be fine¿. On (B)(6) 2013, the patient was admitted to the hospital. The reporter did not know what symptoms were present at this time. They were unable to aspirate the cap on the day of this report. A revision was planned. When the healthcare provider (hcp) opened the pocket and removed the sutureless connector, he found a ¿gel or goo substance¿ on the inside of the connector and sent it out for analysis. Part of the sheath/outer layer on the catheter, near the pump connector, had been peeled or eroded off, over the 0.5cm mark of the catheter. It was stated that ¿it was just gone¿. It looked like there was a kink in the back, so that is when they decided to replace the pump segment. They cut the spinal segment at the spinal incision and then replaced the pump segment. Once the catheter was cut right below the anchor, they saw cerebrospinal fluid (csf) backflow and there was a bend there as well. After the catheter was cut, they were able to clear out the old proximal section of the catheter. There was no problem pushing through the catheter. The one cut seemed to make both sides flow. It was later reported that, as of (B)(6) 2013, the patient was ¿good¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body that caused the inner lumen to occlude and a tear in the seal near the guide ring of the sutureless connector. The catheter was received in 5 segments, with 2 of the segments being quite small. Most of the end segments did not match up to one another, indicating that portions of the catheter were not returned for analysis. Testing showed all segments to be patient, but holes in segments 3 and 4 were found in areas of the catheter that had explant damage. Segment 1 had an unusual bend in the area of the transition tubing, close to the sutureless connector. If the catheter was curved into an extreme position in the area of the bend noted, a kink would occur that resulted in an occlusion. Other damage in the area of the bend in the transition tubing was that the transition tubing appeared to be broken or torn and was likely related to the bend that was seen there. It was unknown how the bent area actually occurred, but it was determined that the catheter had to be stressed beyond its intended limits for a kink to result in an occlusion. Prior to decontamination, the cup are of the sutureless connector was inspected and foreign material was noted in the area and photographed. The foreign material was not found in the fluid pathway of the cup of the sutureless connector and the material was not a result of the manufacturing process. After the decontamination process was complete, no foreign material remains indicating it was biological in nature and was dissolved. Finally, a small tear was noticed in the seal material of the sutureless connector, near its guide ring.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient did have a history of seizures. The seizure on (B)(6) 2013 was attributed to the intermittent flow of the catheter. An x-ray was done, no contrast or any medium, but the catheter could not be visualized. They then performed a side port aspiration but there was very little csf (cerebrospinal fluid) flow. The flow that they did get was very bubbly and frothy so they knew there had to be some sort of blockage. They tried the side port aspiration twice on (B)(6). They decided to go into the operating room. Upon opening up the back incision, they noted an obstruction at the section right before the anchor. There was no permanent or temporary injury to the patient; they had recovered fully.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter complications were the reason for baclofen withdrawal on 2013 (B)(6) and replacement surgery. The patient was in the emergency room (ER) on 2013 (B)(6) because, the patient was "very twitchy and tight." The patient went to the ER a second time on 2013 (B)(6) due to seizures from the withdrawal. It was noted that the patient and pump were okay at the time of report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), UDI# (B)(4), implanted: (B)(6)2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Per clinic notes the date of operation/procedure was (B)(6)2013. Pre-operative diagnosis was baclofen catheter malfunction. Operation/procedure performed was revision of catheter and pump and percutaneous access of pump catheter port. The patient presented with approximately a week and a half history of symptoms referable to baclofen withdrawal with increased spasticity and seizures. The patient was admitted to the hospital the day prior to surgery for these symptoms. Work up in the hospital revealed no flow of cerebrospinal fluid (csf) on attempted catheter side port aspiration. Because of this she was brought to the operating room for pump and catheter exploration to determine the area of the occlusion. Operative findings; catheter obstruction at the level of lumbar incision in the area prior to anchor. After general anesthesia was induced the patient was positioned supine. The abdominal skin overlying the pump was prepped and draped in usual sterile fashion. A fine bore needle from the catheter access was then used to penetrate the catheter access side port of the pump percutaneously. Following confirmation of enter into the side port attempted aspiration of fluid did not reveal any significant appreciable amounts of fluid despite significant negative pressure on the syringe. The needle was then withdrawn. The patient was then positioned laterally with the right side up. All appropriate pressure points were padded. The axillary roll is placed. The abdominal and midline lumbar areas were prepped and draped in usual sterile fashion along with the skin of the right flank. Intravenous antibiotics were given prior to the top of the pump and a preoperative time out procedure was performed. The abdominal incision was opened first with a 15 blade. Dissection was then carried to the sub fascial pocket. The hcp exposed the baclofen pump and its tubing and removed the pump from the sub fascial pocket. The hcp disconnected the proximal pump connector from the pump and found that there was a thin film of fleshy gray connective tissue in the inner concavity of the connector which was removed. This was sent for routine studies. They did not look infectious. Following this, the hcp accessed the side port of the pump and flushed fluid through it and found that there was good flow through this distally. The hcp reconnected the pump to the proximal connector and tried to aspirate csf from this but was unsuccessful. The hcp dissected out the majority of the catheter from the sub fascial pocket. The hcp located the straight connector and cut the catheter proximal through the connector. Again, the hcp tried to aspirate csf from the intrathecal and found no flow of csf from it. With this the hcp then decided to expose the lumbar end of the catheter to work up the source of the obstruction. Incision was made in the lumbar area with a 15 blade. Bovie was used to expose the distal end of the intrathecal catheter and the straight connector. The hcp found that just proximal to the area where the catheter was held down to the fascia with the anchor, there was a loop of catheter in a subcutaneous pocket. The soft tissue had scarred down around the catheter and the loop was very acute. Following release of scar tissue the hcp cut the tubing of the catheter just proximal to this acute loop and found good flow of csf. Thus, the intrathecal catheter up to the area where it was transected externally showed no obstruction. A bulldog clamp was placed on this. The hcp then flushed the proximal tubing toward the abdomen and found that there was good flow with the fluid flushing easily. The hcp concluded then that the scar tissue around the loop of the catheter had essentially compressed this into a very acute turn was responsible for the obstruction. Thus, the hcp decided to attach a new baclofen pump tubing to the end of the intrathecal catheter without replacing the intrathecal catheter. The hcp did pull back the intrathecal catheter by almost an inch and the hcp removed the anchor and placed a new anchor in using the device that deploys the anchor. The hcp trimmed the end of the intrathecal catheter that was part of the loop in order to connect to fresh catheter. As the hcp trimmed this end the hcp passed a new pump catheter from the lumbar to the abdominal incision using the catheter passer. The hcp trimmed the end of the catheter in the intrathecal pocket and used a straight connector to connect the existing intrathecal catheter to the new pump catheter. The hcp then positioned the straight connector in the subcutaneous pocket and made sure that there was not an acute angle. The hcp fashioned the anchor down to the lumbodorsal fascia with 2-0 nylon sutures. The hcp also over sewed a cuff of soft tissue over the intrathecal catheter exist site for better coverage again using the same suture. Flow of csf was seen from the end of the pump catheter in the abdominal incision . The lumbar incision was then irrigated copiously and closed with 2-0 and 3-0 vicryl and 3-0 monocryl suture. In the abdominal area the hcp connected the end of the pump catheter to the pump itself and made sure that this is secured by togging and rotating it. The hcp then inserted the pump back into the subfascial pocket which was very snugged. The hcp did not fell it was necessary for anchoring the sutures since the pump was quite snugged and actually difficult to fit into the pocket. The hcp access the catheter side port percutaneously using a long 25-gauge needle and was able to aspirate csf very readily from it confirming catheter patency. This incision was copiously irrigated and the fascia layer was closed the 2-0 nylon suture and the deep layers were close with 2-0 vicryl with the superficial layer closed using 3-0 vicryl and the skin was closed with 3-0 nylon. Prior to this the hcp confirmed that the tip of the catheter was at the t11 vertebral body using fluoroscopic imaging. The hcp programmed the pump to prime the external catheter and set it for a dose of 100 mg a day. The patient was inpatient (B)(6)2013. Specimens submitted: soft tissue and proximal catheter connector. Estimated blood loss was less than 5 ml. No further complications were reported.